Event description:
Patient reported experiencding periodic elevated blood glucose (500 mg/dl) for the past few weeks. They indicated that the device's bolus function appears to be operating normally; however, she suspects that they are not receiving the proper amount of basal insulin. No error messages were generated by the device. Patient self-treated by switching to their back-up device, after which their blood glucose returned to its normal range (72-150 mg/dl).